Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic, device was unable to transmit via radio frequency with merlin.net transmission remotely. Upon device interrogation only wand telemetry was available. A device download was performed successfully and radio frequency telemetry was now available. Patient will continue to be monitored with routine follow up.